Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) that encountered the issue, replaced the scroll compressor to fix the issue. The iabp unit was now capable of achieving greater than 420mmhg drive pressure and no errors were generated. The fse then completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The pm was completed and the iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the drive regulator calibration tests. The drive regulator was only able to reach a pressure of 370mmhg. Per service manual, this means the compressor assembly needs to be changed. There was no patient involvement, and no adverse event reported.